Manufacturer narrative:
The reported event occurred sometime in (B)(6) 2016. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an IV set broke at the hub during patient infusion. This occurred when moving the patient to the rest room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.